Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir compartment and it could barely hold the reservoir. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that it was possible that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing the reservoir o-ring, minor scratched lcd window, missing the end cap sticker and scratched reservoir tube window.